Event description:
Consumer reports reading from their plink and two other meters (competitive) are very different. Thinks their plink meter is wrong. Analysis run on clark error grid using competitive reading (293) as ref. Point vs. Bd readings (89,91) yielded data points in the c range of the grid, outside of acceptable limits.